Event description:
An area of the patient¿s pump had eroded through the skin. The pump was to be replaced on (B)(6) 2015, and the newly implanted pump was to be placed at an appropriate depth to allow for proper refilling without erosion. When asked how long the pump had been that way, the patient stated that they did not know, but that maybe it had been like that since (B)(6) 2015. The patient¿s status at the time of the report was alive with no injury. The pump contained gablofen.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l38430, implanted: (B)(6)1996, product type catheter. (B)(4).